Event description:
It was reported that when the customer opened the intra-aortic balloon (iab) packaging, the insertion kit was missing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that when the customer opened the intra-aortic balloon (iab) packaging, the insertion kit was missing. There was no patient involvement.

Manufacturer narrative:
Additional information: updated patient information to no patient. Updated serial number to (B)(6). Updated occupation to non-healthcare professional (logistics coordinator). Updated health professional to no. Updated health effect ¿ impact codes from 2199 to 2645. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)